Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and event history review were performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The cause was unknown. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a low battery alarm. This occurred before use. There was no patient involvement. No additional information is available.